Event description:
A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve. The subject was discharged on (B)(6) 2016. Pta of rfa for vessel stricture post-removal of lotus sheath. Per crf: ae001 - right femoral dissection as a procedural complication. The dissection was treated with angioplasty and recovered/resolved on (B)(6) 2016. The event had a causal relationship to the study procedure and was unrelated to the study device.

Manufacturer narrative:
This follow-up MDR is to give an update on the investigation findings by (B)(4) in relation to this event as follows: (B)(4) clinical trial is a randomized, controlled study to evaluate the safety and effectiveness of the lotus¿ valve system in patients with calcific, severe aortic stenosis and who are considered to be at either high or extreme risk for surgical valve replacement. Device review could not confirm the reported complaint as the device was not received for review. Lhr for lot # 314990 was reviewed. No observations were identified which could potentially contribute to the reported event. A similar complaint review was completed for lot # 314990 no significant trend was identified. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. The device was not returned for review. Damage to the vessel is considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. (B)(4) will continue to monitor occurrence rates per the risk documentation. The event description confirms that "the dissection was treated with angioplasty and recovered/resolved on (B)(4) 2016.". Additionally, the event description states: "the event was related to the study procedure and unrelated to the study device." Based on the above conclusion no further escalation or corrective action is required at this time. (B)(4) will continue to monitor for these complaint types. Device not returned to manufacturer.

Event description:
Initial complaint description received as follows: 'a lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve.- the subject was discharged on (B)(6) 2016. Pta of rfa for vessel stricture post-removal of lotus sheath. Per crf: ae001 - right femoral dissection as a procedural complication. The dissection was treated with angioplasty and recovered/resolved on (B)(4) 2016. The event had a causal relationship to the study procedure and was unrelated to the study device.'